Event description:
It was reported that stent dislodgement occurred. A 3.50x38mm promus element long stent was selected to treat the lesion. During advancing, the stent failed to cross the lesion. So the physician withdrew the device and then the stent got dislodged outside the patient. No part of the device was retained inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50x38mm promus element ¿ long stent was selected to treat the lesion. During advancing, the stent failed to cross the lesion. So the physician withdrew the device and then the stent got dislodged outside the patient. No part of the device was retained inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the stent found that the crimped stent on the device was damaged and out-of-round. As a consequence, it was not possible to measure the outside diameter (od) of the crimped stent. The examination found that the crimped stent moved proximally on the balloon and covered the proximal markerband and proximal balloon cone. A review of the associated batch records; the maximum crimped stent profile was measured to be within specifications. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was measured to be within specifications. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The balloons distal cone profile was reviewed and no issues were noted. The distal balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. It was not possible to examine the proximal cone of the balloon as the stent had moved out over the proximal portion. Crimp markings were evident on the wall of the balloon that was exposed due to the movement of the stent, as would be expected. A visual and tactile examination found no issues with the shaft profile. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).